Event description:
A report was received from the affiliate indicating that during a coronary stenting procedure, the device failed to reach a cto and calcified lesion in the rca and the stent dislodged in the pt without being retrieved. Per the report received, the physician also encountered tracking difficulty during the predilation of the lesion. Add'l info has been requested, but has not been forthcoming.

Manufacturer narrative:
Please note: device is distributed outside the united states however, it is similar to the united states product. Any add'l info will be submitted within 30 days of receipt.